Manufacturer narrative:
January 15, 2016 03:39 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator gas module emitted smoke and was replaced. There was no patient involvement. (B)(4).

Manufacturer narrative:
We were informed that the customer observed smoke emanating from the side of the ventilator during a reload of system software. Our field service engineer (fse) inspected the ventilator unit on-site. He located the source of the reported smoke to be a burned electrical component on an oxygen gas module printed-circuit board (pcb). The oxygen gas module, which regulates the inspiratory air gas flow to the patient, was replaced and the ventilator was returned to service after successful functional tests were performed and completed successfully. A picture of the damaged gas module pcb clearly showed that an integrated circuit component was burned. A failure in this component leads to inaccurate gas flow regulation which, in turn, causes failures during the pre-use checks tests, and if the failure were to occur during ventilation, alarms will be generated to notify the user. The root cause for the components failure has not been established from this investigation.

Event description:
(B)(4).